Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The rep indicated that the cause of the impedances being elevated was unknown and the patient's weight would not be made known. This information was confirmed with the physician. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep indicated that the patient¿s therapy is fine but some impedances are elevated. At 0.7 volts they are greater than 10,000 ohms and at 1.5 volts some are between 11,000-14,000 ohms, 0-3 and 4-7 are fine but combos between each side of the lead show between 11,000 to 14 ,000 ohms. The rep would not be using those contacts. There were no patient symptoms reported and no complications reported.